Manufacturer narrative:
(B)(4). Date sent: 12/11/2020. The pad was received with no apparent damage. Pad was functionally tested and found to performing within specifications. Based on the timing/detection of the lesion the most likely cause is related to pressure necrosis, shearing forces, and/or chemical/allergic reaction. The lesion is unlikely to be electrosurgical in nature.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2020 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The account provided 2 photo images: the photos showed where redness could be observed on the left and right side of the patient's back. Because the instrument was not returned our evaluation is limited. Therefore, no conclusion could be reached as to the root cause of the reported issue. We value the opportunity to fully analyze the instrument upon its return. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: is this a skin lesion that is not electrosurgical in nature? Is this a burn? The patient (small child) showed redness, no burns. Redness were treated with ointment and already subsided in the recovery room. If yes for a burn what is the severity of the burn? First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. Are there any anticipated long-term effects from the burn or injury? No what medical intervention was used to treat the burn or injury? (Such as salve or stitches) treatment with ointment. Was there any change in patient care as a result of this event? What is the current patient status? The patient is fine. How long were the procedures? 20min, 35 min, 5 min. Was there anything between the pad and the child? Table padding, megadyne mat, watertight cloth, molleton fabric cloth. Any sheets between the pad and the child? See above. Was the child directly laying on the pad? No. Was the pad laying uneven on the patient? No. What is the weight of the child? 10 months old child. What chemical was used to clean the pad? Incidin plus 0,5%. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopy, correction of furrow, resection of small skin part that after the procedures, in the recovery room, redness were observed on left and right side of patient's back.